Event description:
Customer states that on (B)(6) 2010 at 1:10 pm, pt # (B)(4) was moded up and a cbct was performed using 3d3d match. After the cbct was reconstructed, the therapists noted a message on the obi workstation that said "match unavailable." Despite this message they were able to continue to the auto match workspace and perform a match - saved match, and apply shifts. During the motion enable on the clinac monitor a therapist noted that a +3 cm longitudinal shift was requested when they did not have the large of a shift on the obi workstation. They called the physicist to the console. It was decided to take a kv image to confirm positioning and determined the shift made was not correct. They shifted back -1.2 long and second cbct. After treatment of this pt, they rebooted the obi workstation and had no further issues for the day. Later in offline review, they noted that the first cbct acquired was not showing in the timeline. There was no injury to pt or user as a result of this event, and no pt data was provided.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional f/u to this MDR is expected upon completion of the investigation.